Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cannot get toothbrush to stay on keeps coming of in mouth - oral-b [device breakage]. Case narrative: the consumer e-mail stated that they could not get the toothbrush heads to stay on, as they kept coming of in their mouth. No injury was reported.

Event description:
Cannot get toothbrush to stay on keeps coming of in mouth - oral-b [device breakage]. Case narrative: the consumer e-mail stated that they could not get the toothbrush heads to stay on, as they kept coming of in their mouth. No injury was reported. Follow up - product updated.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return